Manufacturer narrative:
Device received with critical pump error due to corroded electronic assemblies. Unable to verify pump error 35 due to download difficulty. Device received with corroded motor home switch.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had open book image on the screen. Customer stated that broken force sensor pump error alarm displayed before open book image the on the screen. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.